Event description:
It was reported to philips that the device experienced paddles do not charge (defibrillation test is incorrect). There was no report of patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca(printed circuit assembly) and the repair quote was offered. Multiple attempts were made to obtain the repair quote status with no response from the customer, therefore the quote discontinued. No further information was provided. A supplemental report will be submitted if new information is obtained. The device remains at the customer site and no further evaluation is warranted at this time.